Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the center part of the device did not staple. Additional suture was performed. Another device was used to complete the case. There were no adverse consequences to the pt.